Event description:
It was reported that the right ventricular lead perforated the patient's pericardium, but the perforation resolved on its own. The right ventricular lead also had a high output condition and high thresholds. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found, however the proximal conductor was distorted, the inner insulation was kinked/buckled, the lead was stretched, apparent explant damage was noted, and blood was noted on the helix mechanism.